Manufacturer narrative:
The original equipment manufacturer (OEM) received the personality module surgeon console (pmsc) associated with this complaint and completed its investigation. The OEM noted the right surgeon console leaf (scl) needs to be replaced as a precaution to address the reported right video issue.

Manufacturer narrative:
This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy procedure, the customer lost right eye vision from the surgeon side console (ssc). An intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer power cycle the system with no resolution. The tse reviewed the logs and confirmed error 45308 indicating that the high resolution stereo viewer's (hrsv) video output was lost in the right ssc. The surgeon was unable to continue with only one eye in the viewer and the procedure was converted to laparoscopic surgery with no reported patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was unable to reproduce the reported problem, but replaced the personality module surgeon console (pmsc) due to the occurrence of errors 45308 and 54 in the log. The pmsc is a module that consists of 5 interface boards.